Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient presented with patella pain and surgeon resurfaced the patella. While open, surgeon also replaced the ps insert. There was no issue with the insert but surgeon chose to replace while joint was open.

Manufacturer narrative:
An event regarding resurfacing of the patients anatomic patella involving a triathlon insert was reported. Conclusion: based on the limited information provided there is no indication or allegation that device reported in this investigation contributed to the event. The patient presented with patella pain and surgeon resurfaced the patella. During this surgery the surgeon replaced the insert as well. There was no issue with the insert but surgeon chose to replace while joint was open. It is common surgical practice to replace bearing components which have been implanted as was the case with the insert. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product

Event description:
It was reported that patient presented with patella pain and surgeon resurfaced the patella. While open, surgeon also replaced the ps insert. There was no issue with the insert but surgeon chose to replace while joint was open.